Event description:
On (B)(6) 2011 customer reported that the dxc 600 pro instrument was generating cartridge chemistry (cc) system cuvette errors due to the cuvette being wet. Customer also reported that the reagent syringe was loose, causing it to leak. Customer technical support (cts) assisted the customer with troubleshooting the issue and advised the customer to tighten the syringe and prime the reagent delivery subsystem while wearing personal protective equipment. Once the customer tightened the syringe barrel the error was fixed. No injuries or erroneous results were generated. Field service engineer (fse) examined the instrument and found that the root cause of the leak and error message came from the reagent syringe being loosely connected to the t-valve. Fse ensured that the syringe was properly tightened onto the valve, and no more problems have been reported from the customer.

Manufacturer narrative:
(B)(4).